Manufacturer narrative:
Initial and final MDR (B)(4) -device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced five infusion set leakage events in which one event on (B)(6) 2025, two on (B)(6) 2025 and two on (B)(6) 2025. The leakage was at the t-lock. The infusion set was in use between two to eight hours. The blood glucose level was 22+ mg/dl and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The information in this complaint (B)(4) with malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 6007813 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigation test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Functional (leak test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6007813 was manufactured according to the wi version 114, manufactured in the line inset 4, on 28/jun/2024 with a total of (B)(4) units. Glue tubing DHR review: the lot 4f03140 was manufactured according to the wi version 64, manufactured in the machine sc03 on 22/jun/2024 with a total of (B)(4) units. The lot 4e02875 was manufactured according to the wi version 7, manufactured in the machine itl01, on 23/may/2024 with a total of (B)(4) units. The lot 4f04768 was manufactured according to the wi version 7, manufactured in the machine itl01 on 28/jun/2024 with a total of (B)(4) units. Trending: a query was run in database on 17/jun/2025 against malfunction code evaluated leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6007813 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.